Event description:
It was reported that during a da vinci-assisted a radical with lymphadenectomy prostatectomy surgical procedure, user informed the technical support engineer (tse) that the monopolar curved scissors (mcs) were not working, with an error code c-34. The user had already attempted to replace the energy cable, the mcs, and had powered the erbe off and back on without success. The tse instructed the user to perform a hard power cycle on the generator twice, but this did not resolve the issue. The user indicated they were unable to continue the procedure without monopolar energy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that all components, including cables, electrodes, and scissors, were replaced. The user was advised to repeatedly turn the devices off and on, but the issue persisted. The reporter confirmed that the procedure was performed without monopolar current, indicating no device replacement was made during the procedure. The reporter confirmed that the procedure experienced a delay of 45 minutes due to troubleshooting efforts, followed by approximately 30 minutes of extended operating time while performing the procedure without a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During the power-on test, a c-34 error was observed, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.